Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia with blood glucose value of 46mg/dl and 49 mg/dl. The customer was treated for high and low blood glucose level. Customer declined to troubleshoot. The device will not be returned for analysis.